Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose (bg) level was 160 mg/dl. Troubleshooting with tandem customer technical support (cts) was performed. The customer reported that the pump would be used for insulin therapy.